Manufacturer narrative:
.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-ray review by the manufacturer, lead pin not fully inserted in to the header of their generator.

Event description:
The patient is still on a surgical waiting list. There was no report of any trauma prior to their high impedance event. A.p. And lateral chest and a.p. And neck x-rays were received for review. Review of the x-rays indicated the following: the generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin was not fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Tie-downs were used, but due to the available views it was not possible to determine whether they were placed as indicated by cyberonics labeling. The presence of a proper strain-relief could not be evaluated either.. Part of the lead was behind the generator. No acute angles or clear breaks were found in the parts of the lead that were visible and could be assessed. Based on the x-rays images, the cause for the high impedance is the lead pin not fully inserted into the generator connector block.

Event description:
On (B)(6) 2012, it was reported that high impedance was seen during the last diagnostics. X-rays were received; however, the images could not be assessed due to quality. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.